Event description:
Additional information was received that the patient underwent a lead revision. The suspect device was received by the manufacturer and is undergoing product analysis.

Event description:
Product analysis was completed on the lead. The lead was returned in two portions. Visual analysis of the first returned portion showed three sets of setscrew marks on the connector pin and canted spring scratches on the connector ring. Abrasions were seen on the connector boot and outer tubing in some areas. Two tear openings were observed on the connector boot and no obvious abraded, torn, cut, or punctured openings were seen on the outer tubing. Dried body fluids were seen inside the connector boot and inner and outer tubing with no obvious path of ingress seen other than the tear openings and cut ends. Whites deposits were seen on the connector boot and outer tubing. The outer tubing appears twisted and compressed in some areas. The end of the ring inner tube is cut and the end of the ring coil is broken and was found to be dark and pitted. The end of the pin inner tube is torn and the end pin coil appears twisted and broken. Coils were stretched and kinked in some areas, likely due to the explant process. The second returned portion showed dried body fluids on the helical and the end of the inner tube and coil is cut. Incisions were made post decontamination to allow for continuity checks. Other than the identified ring and pin coil breaks at the end of the 1st returned portion, no other discontinuities were identified within the returned portions during the continuity checks. Product analysis worksheet was reviewed and no other anomalies were seen outside of the previously mentioned. The allegations of ¿fracture of lead(s), no stimulation¿ & ¿explanted, due to lead break / high impedance¿ were confirmed. Due to the condition of the coil end, a fracture mechanism could not be ascertained. The pin coil was also found to be broken at end of 1st portion, the coil end appeared twisted. Though not conclusive, the broken ring coil end is likely due to rotational forces caused by twisting of the lead. Note that since a portion of the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Manufacturer narrative:
D6b, corrected data: supplemental report 3 inadvertently submitted the incorrect date of explant.

Event description:
Additional information was received that high impedance was seen again during a follow up visit. The patient was referred for a lead revision but no relevant surgical intervention has occurred to date.

Event description:
Additional information was received that x-rays were performed, but no anomalies were seen. Troubleshooting was performed during the previous battery replacement surgery which included removing the lead pin, reinserting, confirming complete insertion, cleaning the area, and inspecting the lead visually where no issues were seen. It was also noted that the patient&#39;s seizures were due to the high impedance. Internal generator data was received and reviewed.

Event description:
It was reported that the patient was scheduled for a full revision due to high impedance. During surgery after the new generator was placed, impedance was within normal limits and the surgeon elected not to replace the lead and therapy was restarted. Two weeks later, the patient was seen in clinic and impedance was again high. Programming was changed to scheduled programming and after initiating scheduled therapy, impedance was seen to be normal again. It was also noted that the patients seizures have been worse over the last 4-6 weeks. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.